Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. Initially the device's rubber feet and cable clamp were found to be missing and were replaced to address the issues. There were no critical errors observed in the device's downloaded event log. During final testing of the device the device failed a low flow o2 test step. The device's active exhalation control module was replaced to address the issue. The device was retested and passed all final testing.